Event description:
It was reported that the device is leaking. No additional information.

Event description:
It was reported that the device is leaking. No additional information.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual inspection found wear and tear damaged enclosure and front cover, a cracked tank cover and faded line cord and an outdated printed circuit board (pcb). Functional testing found the device leaks from the cracks at the bottom of the tank cover due to overtightening the tank cover screws. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue was escalated to an internal scar as the tank covers are exceeding the .020" requirement and being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Manufacturer narrative:
Corrected data: no patient involvement. Event date updated.